Event description:
I had the charite artificial disc replacement at l4/l5 in early 2006. I have never fully recovered from this procedure. To date, early 2008- I am in constant pain. I have seen 2 spine surgeons/neurosurgeons who have said the disc has moved and could possibly slipped out, possibly rupturing my aorta vein or other vital organs. Neither would remove it due to life threatening complications. I am now seeking the opinion of a 3rd surgeon, who I have been told, does remove this disc. I do not know his success rate at this procedure until they call me to schedule a consultation. I have been told I could die if I leave the disc in and it slips and told I could die from the removal surgery. I am really nervous and confused on what to do at all. Both doctors I have seen said that I am actually in worse shape now than I was before the original surgery. Saw 1 dr. Two times in late 2007. My last dr. Said I have -0- movement in the disc replacement. Dates of use: almost 2 years. Diagnosis or reason for use: ddd and/or herniated disc at l4/l5.